Event description:
The pt had reported decreased performance with the cochlear implant system in her left ear (she has bilateral implants) since 2002. In march 2004, the pt reported that radiography had confirmed migration of at least half of the electrode array out of the left cochlea. The results of integrity tests done in 2003 and early 2004 were consistent with normal device function. The pt continued to use the device with only those electrodes providing auditory stimulation active in the sound processor program. The device was explanted in 2008 and the pt was reimplanted with a new device.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.